Event description:
Follow up information identified the physician explanted and replaced the migrated lead with a new model on (B)(6) 2019, which addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation following a car accident in (B)(6) 2019. Diagnostics revealed no abnormalities. X-rays were taken at a later date and showed the patient¿s l1 lead had migrated. To address the issue, the physician plans to perform surgical intervention.